Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for deflation issues or for difficulty to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event. Estimated implant date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the lesion was in the mid circumflex artery (cx). The xience xpedition stent was rated to be somewhat worse in stent delivery system (sds) balloon deflation and withdrawal from the guiding catheter. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.